Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside of the patient. The procedure treated the difficult target lesion located in the calcified right coronary artery. The vessel was not tortuous. After pre-dilation, a 3.0x12mm veriflex stent was advanced to treat the lesion but it would not cross. When the stent was removed it was noted that the stent had been pushed back on the balloon. When the physician went to reposition the stent, it dislodged from the stent delivery system while outside of the patient's body. The procedure was successfully completed with ballooning and a different stent. No patient complications occurred and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside of the patient. The procedure treated the difficult target lesion located in the calcified right coronary artery. The vessel was not tortuous. After pre-dilation, a 3.0x12mm veriflex stent was advanced to treat the lesion but it would not cross. When the stent was removed it was noted that the stent had been pushed back on the balloon. When the physician went to reposition the stent, it dislodged from the stent delivery system while outside of the patient's body. The procedure was successfully completed with ballooning and a different stent. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was returned for analysis along with the stent, the stent was detached from the delivery balloon. An examination of the balloon found no evidence to suggest that any positive pressure was applied to the balloon. There was a clear impression of the stent crimp on the balloon material. An examination of the stent found that the stent did not appear to have been deployed. There was some slight stretching noted along the stent. No other issues were noted with the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).